Event description:
The customer stated that the device would sometimes not power up. The device was not on a patient at the time.

Manufacturer narrative:
Device will be updated, tested and returned to the customer upon approval of a purchase order. Manufacturer's evaluation summary: service tests confirmed the complaint. Factory service found that the unit would sometimes fail to start when not warmed up. If the unit had been on recently, the unit would start every time. Factory service isolated the problem to contacts between an integrated circuit chip and its socket on the main board. Factory service found that exposure to cold caused the socket contacts to become open, causing the failure of the device to boot. By "event" for code 55, results, we mean the failure of the device to start. There was no patient connected to the device at failure. The device will be updated, tested and returned to the costumer upon approval of a purchase order.